Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. An injection gold probe device was used in an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, the physician could extend the needle properly. "However, [the physician] was not able to retract [the needle] back into [the] sheath." The physician attempted to complete the procedure with a second injection gold probe bipolar catheter. Refer to associated manufacturer report #3005099803-2008-00664 for a description of the second event.

Manufacturer narrative:
A visual examination of the returned device revealed that the needle was in an extended position. Kinks were observed along the length of the device. Several attempts were made to retract the needle by actuating the injection hub were unsuccessful. Based on the design, assembly and functionality of the device, the mechanical damage noted in this evaluation likely occurred during the advancement of the probe toward the treatment site; if the noted damage had occurred prior to actuating the needle, the damage would have precluded it's ability to extend. The may 2008 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.